Event description:
Our sales rep, (B)(6) reports, that he noticed during checking the instruments that the tips broke off.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.